Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. As reported, the valve was explanted due to heart failure with severely depressed lv function. Although there was no structural or function valve deterioration, there was severe subvalvular lvot obstruction due to the thick ring formed by the pledgets and purse string effects due to the amount of sutures used to implant the original prosthesis resulting in high gradients and heart failure. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this 19mm valve was explanted after an implant duration of three (3) years and nine (9) months due to heart failure with severe depressed lv function. As per the surgeon, there was no valve deterioration either structural or functional, but there was a severe subvalvular left ventricular obstruction possibly due to thick ring formed by pledgets and some purse string effects due to less numbers of sutures used to implant the original prosthesis. This caused the patient to have very high gradients and heart failure. A 23mm valve was implanted in replacement. A ring was also implanted during the second surgery, in tricuspid position. Patient did very well and was discharged home.